Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for a follow up. Upon interrogation of the device it was noted that the polarity had switched to unipolar. The patient was in chronic atrial fibrillation (af). A review of the right ventricular (rv) lead measurements noted that the values were low and out of range in the bipolar configuration and within normal range in the unipolar configuration. Myopotential testing showed noise and oversensing in the unipolar but not in the bipolar configuration. The device was reprogrammed and a three month follow up was booked. Insulation damage was suspected when it comes to the rv lead but not confirmed. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place and the rv lead was surgically abandoned due to a suspected fracture. No additional adverse patient effects were reported.